Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of "lo" (<0.6 mmol/l) on the aviva expert, and within 10 minutes, a result of 17.8 mmol/l was received on a roche professional system. No adverse event was reported, and no treatment was given based on the low result. The alleged product was replaced and requested for evaluation.